Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the touch panel does not work and cannot be operated at all. Turning off was attempted but failed. There was no health consequences for the patient reported.

Manufacturer narrative:
The display of the affected device was provided for the investigation. The hardware analysis could confirm the reported situation. The issue revealed to a temporary faulty touchscreen system. It was recommended to replace the ecd display bundle vn800 and testing the device accorrding to manufacturer specs afterwards. The fact that the operation of the display¿s touchscreen is partly impaired several settings cannot changed by the customer. A running ventilation is not affected by the reported failure of the touchscreen. However, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition. In this case, no patient health consequences have been reported. Field quality data are monitored and assessed by responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the touch panel does not work and cannot be operated at all. Turning off was attempted but failed. There were no health consequences for the patient reported.